Event description:
During a scheduled follow-up, noise sensing by the associated pacemaker (reply sr, sn: (B)(4), MDR: 1000165971-2012-00114) was identified within the stored patient filed. The physician indicates that there is lead value fluctuation (r wave amplitude and impedance) and abnormal egm in stored v burst episode and ventricular sensing test. The dates associated to these episodes are (B)(6) 2012 at 19:11 and (B)(6) 2012 at 20:48. No symptoms were indicated by the patient. The physician also indicated that no irregularity was seen on the x-ray relative to the lead.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.